Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer found the syringe-to-unit tube was not clamped sufficiently to maintain pressure. The ventilator was tested and passed the system leak test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing system leak test. There was no patient involvement.